Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 28 mg/dl. (B)(6) fire department sent paramedics at the time of the incident, reason of the event low blood glucose and was treated with soda and sugar. Ems was dispatched to the location. Blood glucose was high enough at that time, so there was no need to hospitalize. Troubleshooting for low blood glucose was not completed due to the customer refused it. The device will not be returned for analysis.